Event description:
The customer reported via phone call that they had excessive no delivery alarm during basal, bolus, fixed prime. Customer's blood glucose was 49 mg/dl. The customer was treated manually when she kept on getting no delivery alarm. The customer was able to resolved alarm by confirming a secure connection between reservoir and tubing connector. The customer was advised to call back if issue persist.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.